Event description:
It was reported that a 11500a inspiris valve was explanted after an unknown implant duration due to unknown reason. The explanted device was replaced with an unknown device. Per physician, there were "slits" in leaflets of explanted device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, d6b., g3, g6, h2, h6 (device code(s), type of investigation, investigation findings, investigation conclusions). Image evaluation: customer report of leaflet holes was confirmed through image evaluation. One color image of explanted valve outflow aspect was provided. One of the valve leaflets appeared to have four holes. Valve also appeared to have host tissue overgrowth on the outflow stent circumference. No visible signs of structural valve deterioration were observed from the provided image. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. Based on the wear pattern, the most likely cause is procedural factors (suture tail abrasion). An edwards defect has not been confirmed. Attempts to retrieve additional information were unsuccessful. H11: corrected data: b3, h6 (component code).

Event description:
It was reported that a 11500a aortic valve was explanted after an implant duration of approximately 3 years due to 4 holes in a leaflet. The explanted device was replaced with an unknown device. Per surgeon, there were "slits" in leaflets of the explanted valve.